Manufacturer narrative:
This report will be amended when our investigation is complete.

Manufacturer narrative:
The device history records could not be reviewed as no lot information was provided for the product. No product was returned, as it was discarded by the medical facility. This (B)(4) controlled device is used for treatment. The x-ray image provided displays one screw that appears to be bent. This is the only reported complaint in the system for a screw bending during insertion for the product family involved. With the information provided, a definitive root cause cannot be determined.

Event description:
It was reported that during surgery the screw bent.